Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that 26 high impedance paces were reported for the right atrial (ra) lead since the patient's previous follow up visit in (B)(6) 2013. In addition, atrial high rate episodes appear to be oversensing noise, however these may be due to unipolar sensing due to a polarity switch that occurred. The ra lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.